Manufacturer narrative:
Explant due to difficulties in opening and closing the valve leaflets, as well as rotating the valve was reported. The device was returned to abbott for investigation. No anomalies were found with the valve or the leaflets, and functional testing at the time of manufacturing indicated the valve functioned normally. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm regent aortic mechanical heart valve was chosen for implantation. After sewing and rotating the valve, the leaflets did not close or open properly. The valve was also impossible to rotate. The device was removed and a 23mm regent aortic mechanical heart valve was used to complete the procedure. There were no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.